Manufacturer narrative:
5076-45 lead implanted (B)(6) 2018; 5076-45 lead implanted (B)(6) 2015; 693558 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.